Manufacturer narrative:
Patient age and date of birth unavailable. Patient weight unavailable. Device evaluation completed on 2/1/2018. Evaluation revealed that the joint between bifurcate and catheter was severely damaged and fibers were exposed. Additionally, compression and a breach of the device jacket was seen just distal of the bifurcate cover.

Event description:
A procedure commenced to treat a lesion in the patient's dorsalis pedis using a spectranetics turbo elite device. After lasing during the procedure, it was discovered that the guide wire adhered to the turbo elite device. The physician attempted to remove the wire from the turbo elite but was unsuccessful. The guide wire and the turbo elite were removed together. The case was successfully completed by other means without reported patient harm. However, it was noted upon receipt of the complaint to the manufacturer that the turbo elite's expiration date was prior to the date of procedure; and after device evaluation, fibers of the device were found to be exposed, so this event is also being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.